Event description:
The patient was taken to the o.r. On 1/21/92 for an evacuation of a hematoma of the groin. Post-op she was admitted back to the ICU at aprox. 11:15 p.m. She was intubated (in the o.r.) And placed on the ventilator. At aprox. 11:30 p.m. Her b.p. Dropped to 60/palp, and the respiratory rate, which was set at 12, increased to 40. The patient was taken off the ventilator and ambued. No resistance was met and it was believed that the patient was triggering the respirator at the elevated rate. She ws then given pavulon and dopamine for the decreased b.p. She was placed back on the respirator and again the rate, which was set at 12, increased to 40 and the patients b.p. Decreased. The ventilator was replaced by another unit, functioned properly, and the patient stablized shortly thereafter.the director of respiratory therapy checked the unit the next moring and found that the rate would increase and then shut down displaying error code 9905. On 1/23/92 puritan bennett rep. Made an onsite visit. His evaluation found that the unit went into uncontrollable autocycle. The machine was taken by instra-med (company we rent from) on 1/23/92 for further repair.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.